Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient became disoriented and unable to respond due to hypoglycemia. A medical professional later asked if she had a dexcom sensor, and she confirmed she did but during the episode, she couldn¿t hear the receiver or react properly. Before losing consciousness, she noticed a brief sensor issue alert, and once she was in the hospital, the device displayed a "sensor failure" message. Her husband called emergency services. Responders checked the bg measured at 23 mg/dl, and the sensor was no longer functioning. She was treated with IV glucose and food. For severe headache, she took four ibuprofen tablets. She was discharged from the hospital around 6:30 pm that day. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.